Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left oophorectomy and salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left oophorectomy and salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('abnormal bleeding(menorrhagia)/ frequent bleeding'), ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cysts') and ovarian cyst ruptured ('ovarian cyst rapture') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2006, appendectomy in 1984, cholelithiasis, ovarian cyst, gestational diabetes, uterine fibroids and smoker. Previously administered products included for an unreported indication: mirena. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced apathy ("hormonal changes describe: loss of desire"), middle insomnia ("sleep disruption") and hot flush ("hot flashes"). On (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), 7 years 1 month after insertion of essure (ess205). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("horrible cramping"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia and vaginal haemorrhage had resolved and the ovarian cyst, ovarian cyst ruptured, urinary incontinence, abdominal pain, menstrual disorder, abdominal pain lower, apathy, middle insomnia, hot flush, eczema, uterine leiomyoma, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, apathy, dysmenorrhoea, eczema, fatigue, hot flush, menometrorrhagia, menstrual disorder, middle insomnia, ovarian cyst, ovarian cyst ruptured, pelvic pain, urinary incontinence, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Failed hta (interpreted as hta system). A metal wire is identified in the right and left cornu and extending into the attached right fallopian tube (2 cm in length x 0.5 cm in diameter). The wire is <0.1 cm in diameter. Discrepancy noted hysterosalpingogram (hsg) done on (B)(6) 2007. (B)(6) 2007 showed total bilateral occlusion, unilateral occlusion (left tube occluded). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded) total bilateral occlusion, unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Events :ovarian cyst rapture were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('abnormal bleeding(menorrhagia)/ frequent bleeding') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cysts') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in march 2006, appendectomy in 1984, cholelithiasis, ovarian cyst, gestational diabetes, uterine fibroids and smoker. Previously administered products included for an unreported indication: mirena. In january 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced eczema ("rashes or skin conditions type: eczema"). In february 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In march 2014, the patient experienced apathy ("hormonal changes describe: loss of desire"), middle insomnia ("sleep disruption") and hot flush ("hot flashes"). On (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), 7 years 1 month after insertion of essure (ess205). In march 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("horrible cramping"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia and vaginal haemorrhage had resolved and the ovarian cyst, urinary incontinence, abdominal pain, menstrual disorder, abdominal pain lower, apathy, middle insomnia, hot flush, eczema, uterine leiomyoma, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, apathy, dysmenorrhoea, eczema, fatigue, hot flush, menometrorrhagia, menstrual disorder, middle insomnia, ovarian cyst, pelvic pain, urinary incontinence, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Failed hta (interpreted as hta system). A metal wire is identified in the right and left cornu and extending into the attached right fallopian tube (2 cm in length x 0.5 cm in diameter). The wire is <0.1 cm in diameter. Discrepancy noted hysterosalpingogram (hsg) done on (B)(6) 2007. Oct2007 showed total bilateral occlusion, unilateral occlusion (left tube occluded). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2007: unilateral occlusion (left tube occluded) total bilateral occlusion, unilateral occlusion (left tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events hormonal changes describe: loss of desire, sleep disruption, hot flashes, eczema, reproductive system disorder or condition type of disorder or condition: ovarian cysts, uterine fibroids, dysmenorrhea, fatigue, hair loss added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menometrorrhagia ("menorrhagia/ frequent bleeding") in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, ovarian cyst, gestational diabetes, uterine fibroids, appendectomy in 1984, cholecystectomy in 2006 and smoker. Previously administered products included for an unreported indication: mirena. On (B)(4) 2007, the patient had essure (ess205) inserted. On (B)(4) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), 7 years 1 month after insertion of essure (ess205). In (B)(4) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods") and abdominal pain lower ("horrible cramping"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure (ess205) was removed on (B)(4) 2015. At the time of the report, the pelvic pain, menometrorrhagia and vaginal haemorrhage had resolved and the urinary incontinence, abdominal pain, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menometrorrhagia, menstrual disorder, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4) 2007: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), horrible cramping, abnormal periods, abdominal pain ,bladder or urinary problems or changes- urinary incontinence were added. Outcome of the event pelvic pain was updated to recovered from unknown. Events onset date and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.